Event description:
Device 2 of 2. Reference manufacturer report #1627487-2010-00174.

Manufacturer narrative:
Device 2 of 2. "Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Functional testing could not be performed on an incomplete lead. Device evaluation is ongoing. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.